Event description:
It has been reported to philips that the system displayed a remote alert-not enough random-access memory (ram) installed. The device was in clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there is a remote alert: image store: not enough random-access memory (ram) installed. Rse(remote service engineer) checked log files and review log file showed that problem was caused by the x-ray pc fault. Customer was advised to replace the x-ray pc. However, customer refused the quotation. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.